Event description:
The customer contact reported an unrequested bolus dose. At an unspecified time, the bolus cord was connected to a gemstar pump and was being used to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported that the patient received a bolus dose without pressing the bolus button on the bolus cord. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the device was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.